Manufacturer narrative:
Consumer admits to leaving the heating pad on and unattended which is a violation of the instructions and warnings provided. Heating pad is bunched/crushed which shows abuse of the product and a violation of the instructions and warnings provided. There is an instruction that states, "do not place anything over the heating pad while in use or plugged in, such as a towel, blanket, clothing, or any other insulating material, and never allow heating pad to wrap around itself" and consumer failed to perform that instruction. This incident is the direct result of consumer misuse/abuse of the product. Attachment: [23506-investigation form-master 2.pdf].

Event description:
Consumer alleges using her heating pad on her bed then left it on unattended while doing something else. Consumer alleges heating pad caught fire and damaged her bedding. There was not a report of personal injury with this incident.

Manufacturer narrative:
Consumer admits to leaving the heating pad on and unattended which is a violation of the instructions and warnings provided.

Event description:
Consumer alleges using her heating pad on her bed then left it on unattended while doing something else. Consumer alleges heating pad caught fire and damaged her bedding. There was not a report of personal injury with this incident.